Event description:
A customer reported error message ¿2012 air detected (diluent)¿ after performing 6-month maintenance on the aia-360 analyzer. Technical support specialist (tss) confirmed with the customer the diluent bottle is full and prior to the call, the customer attempted to prime the diluent multiple times. The customer also reported sample shortage flag (ss) had occurred; the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the report slips and error logs. Fse was not able to reproduce the error. While troubleshooting, fse found the diluent supply tubing from the diluent supply bottle was pinched between the bottle and reagent tray causing diluent flow problems resulting in the error. Fse straightened the tubing and rerouted it to prevent the tubing from getting caught on the reagent tray. Fse primed the diluent system to verify proper flow, fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (2012) air detected (diluent). Description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to the pinched diluent tubing.